Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The sensor replacement alert was first presented to the user on the (B)(6)2024, day 45 post insertion. The sensor was returned and investigated; however, the sensor did not reveal any malfunction from the return material analysis testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. Based on the review of the sensor data in dms, the sensor replacement alert was triggered due to a decline in the sensor electrical performance metric, which is indicative of a potential electronic malfunction within the sensor system that could not be reproduced in the in-house testing. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint.

Event description:
On (B)(6)2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.